Event description:
A report was received that the patient will be explanted due to possible infection. The patient's symptom included soreness at the battery site. The physician plans on explanting the ipg, but will leave the lead(s) implanted.

Event description:
A report was received that the patient will be explanted due to possible infection. The patient's symptom included soreness at the battery site. The physician plans on explanting the ipg, but will leave the lead(s) implanted.

Manufacturer narrative:
Additional information revealed that the patient will not undergo an explant procedure at this time.

Manufacturer narrative:
Additional information indicated that the symptoms were red irritated skin over the pocket site. The physician feels the infection was not device related.

Event description:
A report was received that the patient will be explanted due to possible infection. The patient's symptom included soreness at the battery site. The physician plans on explanting the ipg, but will leave the lead(s) implanted.